Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a calcified and tortuous right coronary artery (rca). The physician attempted to advance the taxus express2 atom 2.25x16mm drug eluting stent down the rca, however, the stent delivery system became hung up. The device was removed and the procedure was completed with another taxus express2 atom stent. The physician indicated that "it did not feel that same as the first one" and thought that the struts may have flared on the first stent. No patient complications occurred. Patient status is satisfactory.